Manufacturer narrative:
Sections g3 and h6 have been updated as a result of investigation findings. Additional findings/results will be provided within 30 days of receipt.

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of both patient-related conditions and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and osteolysis. However, this cannot be confirmed as the explanted devices were not returned for evaluation, and radiographs and photographs were not provided.

Event description:
Legal case - (B)(6). As reported via legal documentation, this patient is a 73 year old female with a history of a right total knee arthroplasty with a recalled implant. The patient was evaluated in clinic and found to have aseptic loosening. She was indicated for revision total knee arthroplasty. Revision total left knee, replacement tibial and femoral components postop diagnosis: periprosthetic osteolysis of internal prosthetic right knee joint revised to smith and nephew & stryker. The patient was transferred in stable condition to recovery unit. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Serial #: (B)(4), category #: 02-012-35-2013 - logic tibia ps mod insrt sz 2 13mm. Serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k033883. Concomitants: unknown.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.